Manufacturer narrative:
(B)(4).

Event description:
During a patient use event, the user is questioning why the device did not shock as expected; the patient had a pacemaker. The patient did not survive.

Manufacturer narrative:
(B)(4).